Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - date returned to mfg: 7/23/2025. H3 and h6 codes - updated. Device evaluation: the suspected device was returned for evaluation. Damage to the top case and a loose plunger were observed during visual inspection. During the functional testing, the reported information was confirmed. Re flashing the main software resolved the frozen display and constant audible alarm. Replaced all damaged parts, loaded standard 1a12 configuration and recalibrated all sensors. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury. Correction: while performing a review of the file it was determined that it did not meet the criteria for a reportable malfunction. Due to the frozen screen and persistent alarm state, the device could not perform its intended function. This condition would preclude clinical use and would reasonably be detected by the operator during pre-use checks, preventing patient exposure.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that display stays frozen. The event occurred during testing.